Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There is no indication the alleged product issue caused or contributed to a reportable adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: a review of the black box and alarm history showed multiple call service 145 occlusion alarms due a high force. The battery compartment was undamaged, and the returned battery cap was used. The ¿ez-prime¿ steps were performed correctly. No call service 145 alarms occurred during the investigation. The alleged ¿occlusion¿ issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found. Unrelated to the original complaint, the display screen contrast was dim and reddish.